Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer also reported that they were going through batteries much quicker. The customer also reported that the screen was difficult to see. The customer's blood glucose was unknown at the time of the incident. The customer stated that the screen had discoloration. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners and a cracked reservoir tube lip.